Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced difficulty charging the pump with the usb cable which resulted in the pump battery depleting and shutting off. The customer¿s blood glucose was 400(mg/dl). Replacement cable sent to customer.